Event description:
Bed in shop with note saying "brakes slipping". No injury alleged.

Manufacturer narrative:
Technician found the bed in shop with not stating that the "brakes were slipping". Found two of the casters were still rolling when locked. Adjusted the brake buttons on the casters, tested and returned to service.